Event description:
It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter was attempted for use in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) for the treatment of choledocholithiasis on (B)(6) 2025. During the procedure, no image appeared on the screen upon plugging in the spyglass scope. The procedure was aborted after forty-five minutes of unsuccessful attempts to establish a connection with the spyglass. The procedure was not completed, and the patient has been rescheduled.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment.